Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported the insulin pump had reoccurring unexpected restart. The restart occurred while the device was in use. Customer was advised the device needed to be replaced. Customer declined and wanted to change out the battery to see if the device will function. No further information reported.